Event description:
A report was received that the patient was experiencing pain at the pocket site and the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was relocated and the patient was doing well postoperatively.